Event description:
3 event description guidant received information that a patient with this newly implanted cardiac resynchronization therapy defibrillator (crt-d) reported not feeling well since implant. The device was programmed the same as the previous device. Upon interrogation, there was noise on the rate/sense and shock electrograms that precipitated several episodes and caused pacing inhibition. ,